Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Calibration and quality controls were within specification prior to the event. It was determined that the centrifugation time was too short and this may be related to the root cause of the issue. The alarm messages from the analyzer support this conclusion. The event may be related to a general issue with pre-analytic sample handling.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). All patient results were reported outside of the laboratory. The sample initially resulted as 1046 miu/ml. The patient was treated with "ivf" and based on the initial result, the patient was admitted to the hospital. A new sample was collected from the patient at the hospital and this sample resulted as 88000 miu/ml. The original sample was then repeated on (B)(6) 2015, resulting as 118017 miu/ml. The original sample was repeated a second time on (B)(6) 2015, resulting as 115794 miu/ml. The patient was treated (for "ivf") and was admitted to the hospital based on the erroneous result. There was "medical research" done and a new blood sample was collected from the patient at the hospital, which was found to be "ok". The patient was then sent home. The patient's current condition is "ok." The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).